Manufacturer narrative:
During preventive maintenance, the autopulse platform would not power on. The root cause was due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in april 2011 and is more than 8 years old, well beyond the expected service life of five years. Visual inspection revealed damage to the top cover, motor cover, encoder cover, and battery compartment. The observed damage is a characteristic of the normal tear and wear for the age of the device. Service repair will not be performed due to the unavailability of the parts and the platform will be returned back to the customer per customer's request. The returned platform will be labeled "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
It was reported that during a routine preventive maintenance the autopulse platform (sn (B)(4)) would not power on.